Manufacturer narrative:
The device has not been received for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient, the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.